Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having high blood glucose of over 600mg/dl and the pump alarmed excessive no delivery. Customer treated with a bolus. Customer indicated of needing assistance with the rewind process and troubleshooting also explained the possible cause of the alarms. Customer declined high blood glucose troubleshooting. No further assistance was needed.